Event description:
Following a laparoscopic anti-reflux procedure, a patient was hospitalized for nausea, chest pain, and because she was "unable to keep food or liquids down." The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2015. Patient admitted to hospital on (B)(6) 2015. The patient was given phenergan and sildenafil. Patient was discharged from the hospital on (B)(6) 2015. Patient had an esophagogastroduodenoscopy (egd) with dilation on (B)(6) 2015 and "did very well for 24-26 hours and then started to develop pain again." At the 6-month follow-up, the patient indicated that the issue had been resolved and she was no longer experiencing any problems.